Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting the lead implant, it was noted that the helix was bent and could not be retracted. The lead was not used and a new lead was implanted. There were no patient consequences.